Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
Customer stated he received a blood glucose reading on the contour next link that was 100mg/dl higher than the lab reading. Specific results were not provided. Depending on the actual results, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The customer was advised to return the strips for evaluation. New meter and strips were sent to him.